Event description:
It was reported that the patient presented to the emergency room (ER) due to feelings of dizziness. It was reported that the right ventricular (rv) lead had intermittent capture and low pacing impedance. A chest x-ray revealed the rv lead was dislodged. The rv lead was explanted and replaced. The patient was stable throughout the procedure.